Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: claimed "bia-alcl".

Event description:
Patient representative reported ¿patient was diagnosed with bia-alcl;¿ pathological markers confirming this event have not been received. Additionally reported was that the patient is ¿worried about the risks they face,¿ ¿mental stress, anxiety, worry, humiliation, fear, concern and other personal hardship due to the continuous fear of bia-alcl and aftermath from the suffering of bia-alcl,¿ ¿mental suffering, was/will be required to undergo additional surgeries and other procedures, suffered emotional distress, anxiety, depression and disability; loss of quality of life,¿ and ¿debilitating physical pain.¿ the left side device remains implanted.